Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3, b5, d10 and g4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D1, d2 and d4.

Event description:
The patient stated that since filing the voluntary report, she is recovering well and her pain has significantly decreased. She clarified that the first surgery was a closed reduction and that the head and liner were replaced during the revision. She has no further questions or concerns at this time.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Voluntary report received (mw5117500) patient called to report that approximately thirty days post surgery (left hip replacement), she experienced a hip dislocation (B)(6) 2023 despite following protocol for recovery. She was hospitalized and administered morphine for excruciating pain and numbness and was not able to walk for a while (non-weight bearing). On (B)(6) 2023 she experienced another hip dislocation (same side) and was taken to the hospital by fire and rescue and subsequently had surgical intervention to relocate the prosthetic hip. On (B)(6) 2023, she had additional surgery for the implant liner to be replaced as well as placing a larger cup to accommodate the liner and has been confined to her bed. Patient states that she still has "stabbing pain" in her hip and cannot walk without her cane when standing. She is still recovering from these events. This experience has forced her to retire from work and has caused her to have depression." Doi- unknown dor- (B)(6) 2023 affected side- left hip.